Event description:
It was reported that boston scientific technical services (ts) was contacted about the patient's av pace being at 130 beats-per-minute due to a programmed minute ventilation (mv) response factor of fourteen. Ts informed that this was likely too high for the patient, and the mv response factor was reprogrammed to ten, which solved the issue. The device and leads remain in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.